Manufacturer narrative:
H4: the device was manufactured between 12nov2019 and 13nov2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a leak was observed between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 250 ml eva tpn bag leaked from the center administration port. It was not reported where in the process the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.